Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-58 :lead, implanted: 2011 (B)(6). (B)(4).

Event description:
It was reported that the atrial lead and right ventricular (rv) leads had high thresholds. The atrial lead and rv lead remain in use. No patient complications have been reported as a result of this event.